Event description:
Patient in operating room for surgical procedure. Patient had an laryngeal mask airway (lma) placed, but had a laryngospasm and required endotracheal intubation. Doctor at bedside to perform intubation. When direct laryngoscopy was performed, light bulb on miller 3 blade went out. The blade was immediately removed and replaced with a new, working blade. The original miller 3 blade that failed had been checked and found to be working prior to procedure.